Event description:
Pt underwent laparoscopic roux-en-y gastric bypass for morbid obesity. During the procedure the tip of the 2.0 sh silk needle broke off in the abdomen. The tip was unable to be located. A kub was performed but the retained tip was unable to be located.